Manufacturer narrative:
Mindray services reps found power supply was disconnected and a battery issue further contributing to the shut down. Issues were corrected and unit was tested to factory specifications.

Event description:
Customer reported the passport v monitor shut down which may have resulted in a loss of primary monitoring. No pt injury was reported.